Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had a hysterectomy to remove the implants"), arthralgia ("joint pain"), swelling ("swelling"), nausea ("nausea"), dizziness ("dizziness") and adverse event ("other symptoms") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced adverse event (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion hospitalization), swelling (seriousness criterion hospitalization), nausea (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization), 4 years 11 months after insertion of essure. On (B)(6) 2016, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal, swelling, nausea, dizziness and adverse event outcome was unknown and the arthralgia had resolved. The reporter provided no causality assessment for adverse event, arthralgia, dizziness, nausea and swelling with essure. The reporter considered medical device removal to be related to essure. The reporter commented: unspecified dates: all tests for disease and illneess returned negative quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 16-nov-2018: lawyer added as reporter. Case became (potential) legal case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
On 24-jan-2017: follow-up attempts have been completed, with no response to date. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and four years later underwent a hysterectomy to remove the implants. This event, seen as medical device removal, is anticipated according to reference safety information for essure. Despite the lack of details (indication of hysterectomy was not provided), causal relationship between this event and essure use cannot be excluded and therefore this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065253) on 20-oct-2016. The most recent information was received on 05-jun-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\longer lasting periods'), arthralgia ('joint pain'), swelling ('swelling/ swelling entire body\body swollen migrated to different areas'), nausea ('nausea'), dizziness ('dizziness') and adverse event ('other symptoms') in a 35-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, adenomyosis, nabothian cyst and fever. Concurrent conditions included uterine bleeding, dysuria, menometrorrhagia, urinary urgency, urinary frequency and uti. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2013, ketorolac tromethamine (toradol), levothyroxine sodium (levothyroxin) from (B)(6) 2012 to (B)(6) 2015 and vitamin d nos from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with rash maculo-papular, 1 month 1 day after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced adverse event (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and swelling (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion hospitalization), nausea (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches\dull ache in back of head"), pain ("pain in entire body\pain could not move") and mobility decreased ("pain could not move"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, arthralgia, swelling, vaginal haemorrhage, allergy to metals, fatigue and pain had resolved, the nausea, dizziness, adverse event, dysmenorrhoea and mobility decreased outcome was unknown and the migraine and headache was resolving. The reporter considered adverse event, allergy to metals, arthralgia, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mobility decreased, nausea, pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: unspecified dates: all tests for disease and illness returned negative. Date of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5065253) on 20-oct-2016. The most recent information was received on 23-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)\longer lasting periods'), arthralgia ('joint pain'), swelling ('swelling/ swelling entire body\body swollen migrated to different areas'), nausea ('nausea'), dizziness ('dizziness') and adverse event ('other symptoms') in a 35-year-old female patient who had essure (batch no. 627448) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adhd, adenomyosis, nabothian cyst and fever. Concurrent conditions included uterine bleeding, dysuria, menometrorrhagia, urinary urgency, urinary frequency and uti. Concomitant products included ibuprofen from (B)(6) 2008 to (B)(6) 2013, ketorolac tromethamine (toradol), levothyroxine sodium (levothyroxin) from (B)(6) 2012 to (B)(6) 2015 and vitamin d nos from (B)(6) 2013 to (B)(6) 2016. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") with rash maculo-papular, 1 month 1 day after insertion of essure. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping),"). On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2013, the patient experienced adverse event (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and swelling (seriousness criterion hospitalization). On (B)(6) 2013, the patient experienced arthralgia (seriousness criterion hospitalization), nausea (seriousness criterion hospitalization) and dizziness (seriousness criterion hospitalization). On an unknown date, the patient experienced migraine ("migraines"), headache ("headaches\dull ache in back of head"), pain ("pain in entire body\pain could not move") and mobility decreased ("pain could not move"). The patient was treated with ibuprofen (motrin) and surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, arthralgia, swelling, vaginal haemorrhage, allergy to metals, fatigue and pain had resolved, the nausea, dizziness, adverse event, dysmenorrhoea and mobility decreased outcome was unknown and the migraine and headache was resolving. The reporter considered adverse event, allergy to metals, arthralgia, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mobility decreased, nausea, pain, swelling and vaginal haemorrhage to be related to essure. The reporter commented: unspecified dates: all tests for disease and illneess returned negative date of insertion: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received reporter information was added. Lot no and product indication was added. Medical device removal replaced with event menorrhagia and new event and onset date added vaginal hemorrhage, raised red\splotchy\bumps on arm, migraines, headaches, nickel allergy, dysmenorrhea, fatigue, pain in entire body\pain could not move.medical history was added. Lab test added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Quality safety evaluation received on 17-nov-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and four years later underwent a hysterectomy to remove the implants. This event, seen as medical device removal, is anticipated according to reference safety information for essure. Despite the lack of details (indication of hysterectomy was not provided), causal relationship between this event and essure use cannot be excluded and therefore this case is regarded as incident. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information has been requested.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (maude case# mw5065253) in united states on 20-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2008. Four years after she had essure implants inserted (start date of events reportedly on (B)(6)2013), the consumer was hospitalized several times due to joint pain, swelling, nausea, dizziness, and other symptoms. All tests for disease and illness returned negative. Joint pain and other symptoms persisted until 2016, when the consumer had a hysterectomy to remove the implants (essure explant date was on (B)(6) 2016). Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and four years later underwent a hysterectomy to remove the implants. This event, seen as medical device removal, is anticipated according to reference safety information for essure. Despite the lack of details (indication of hysterectomy was not provided), causal relationship between this event and essure use cannot be excluded and therefore this case is regarded as incident. Technical analysis and further information have been requested.